Event description:
The customer reported via phone call that her blood glucose level was over 400 mg/dl. She treated her high blood glucose level with a bolus using the insulin pump. In the alert history two sensor error alerts were found. The site bled a little when she inserted the sensor. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.